Event description:
Plaintiff reports initial bilateral implantation 3/1/78 with explant 12/22/93. Plaintiff alleges various illnesses including, but not limited to pain, night sweats, kidney disease, nausea, and systemic sclerosis.